Event description:
It was reported that the patient with this remote communicator of this implantable cardioverter-defibrillator (ICD) displayed a red call doctor icon. It was believed that this ICD system exhibited high out-of-range shock impedance measurements on the non-boston scientific right ventricular lead. Subsequently, troubleshooting options were discussed. At this time, this device system remains in service and there were no adverse patient effects reported. Additional information received indicated that a defibrillation threshold (dft) testing test was performed and it was noted that the commanded shock was successfully delivered for this ICD. The patient is going to continue with routine monitoring. The ICD remains in service and no additional adverse patient effects were reported.